Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of foreign objects could not be established. Moreover, the most probable cause of chip in the adhesive area between the acoustic lens and ultrasound probe, a detached acoustic lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service team indicated that a chip in the adhesive area between the acoustic lens and ultrasound probe, a detached acoustic lens, and foreign objects in the forceps elevator wire were found. There was no patient involvement.